Event description:
It was reported that a patient, who had a left rtsa, underwent a revision procedure. The patient presented with pain, infection, and loosening. Upon surgical intervention, the poly liner had disassociated from the tray. The surgeon proceeded to perform an oxford protocol and remove all remaining implants. A spacer was placed in situ. There was device breakage, but all parts and pieces, the disassociated liner was removed. There were no surgical delays. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return as they were sent out by the customer for analysis. Device images were provided. No further information. This is 1 of 3 reports for this event.